Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a gastrectomy, the device could not be fired. The reload was replaced and the device then worked well. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available.

Manufacturer narrative:
(B)(4).

Event description:
The procedure being performed was a laparoscopic total gastrectomy.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened. Visual inspection of the cartridge revealed that the reload had a full complement of staples. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.